Event description:
The customer reported falsely decreased ldh results generated on the alinity c analyzer on two patients. Results provided: sid (B)(6)= 1.428 (reported in the lis as < 8 u/l) / 1.434u/l, different alinity = 1445 u/l sid (B)(6)= 1.329 (reported in the lis as < 8 u/l), different alinity = 1281 / 1277 u/l the reporting format for this alinity is configured incorrectly, should be ¿comma¿, not ¿comma and point¿. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier sids: (B)(6), (B)(6)after further evaluation, the suspect medical device was changed from alinity c processing module, list number 03r67-01, in section d of this report to alinity ci-series system control module, list number 03r70-01. MDR number 3016438761-2022-00474-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported falsely decreased ldh results generated on the alinity c analyzer on two patients. Results provided: sid (B)(6) = 1.428 (reported in the lis as < 8 u/l) / 1.434u/l, different alinity = 1445 u/l. Sid (B)(6) = 1.329 (reported in the lis as < 8 u/l), different alinity = 1281 / 1277 u/l. The reporting format for this alinity is configured incorrectly, should be ¿comma¿, not ¿comma and point¿. No impact to patient management was reported.